Manufacturer narrative:
Concomitant medical device: 5076-45 lead implanted: (B)(6) 2004.

Event description:
It was reported the patient developed an infection and became septic. The right atrial (ra) lead and right ventricular (rv) lead were extracted and the implantable pulse generator (ipg) was explanted. No further patient complications have been reported as a result of this event.